Manufacturer narrative:
(B)(4). The reported complaint of 'tube damaged' was confirmed upon investigation of the returned sample. The actual sample was received for evaluation and the visual inspection done on the returned sample revealed a squeezed side arm. Upon checking the pouch sealing area, there is no sign of trapped seal side arm found. Upon functional inspection, it was found that the cuff pressure could not be inflated at all because the inflation tube on the side arm was squeezed, causing a blockage. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the probable cause of the blockage is that the inflation tube of side arm became trapped in the seal area during the sealing process at packaging machine. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported according to (B)(6) hospital complaint report: "after inserting the endotracheal tube and inflating the cuff, it was connected to the ventilator, which began alarming for low volume. No leakage was observed around the tube, and the source of the problem was unclear, so it was decided to perform re-intubation. After replacing the tube, it was observed that the removed tube was defective. The pilot balloon was fully inflated, but the cuff on the tube did not inflate. Upon examination, it appeared that the tube responsible for air transmission via the inflatable cuff was damaged and appeared to be disconnected. It was evident that the tube was compressed or obstructed at its midpoint, which inhibited the passage of air. The endotracheal tube was in the patient around 8-10 minutes before the defect was noticed. During the event, the saturation of the patient was ok. There was no harm or health consequences.".

Event description:
It was reported according to elisha hospital complaint report: "after inserting the endotracheal tube and inflating the cuff, it was connected to the ventilator, which began alarming for low volume. No leakage was observed around the tube, and the source of the problem was unclear, so it was decided to perform re-intubation. After replacing the tube, it was observed that the removed tube was defective. The pilot balloon was fully inflated, but the cuff on the tube did not inflate. Upon examination, it appeared that the tube responsible for air transmission via the inflatable cuff was damaged and appeared to be disconnected. It was evident that the tube was compressed or obstructed at its midpoint, which inhibited the passage of air. The endotracheal tube was in the patient around 8-10 minutes before the defect was noticed. During the event, the saturation of the patient was ok. There was no harm or health consequences."

Manufacturer narrative:
(B)(4).